Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system, passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. Additional observation not reported by site was that manual articulation of the instrument was performed before placing the instrument on the in-house system. The instrument was found to have stuck grip tips. Unable to open the grip tips when manually articulating the instrument.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the prograsp forceps stopped moving intuitively. Removing and reattaching it did not solve the problem. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.